Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an ¿open¿ lead and needed a revision. Patient swims every day for therapy and was cautioned to avoid repetitive bending, twisting and stretching movements. Additional information had been requested, but was not available as of the date of this report.